Manufacturer narrative:
The service rep found the following: fse observed that the system had some severe arching, resulting in major damages to the high voltage cable anode side, and x-ray tube well anode side. The cathode side of the cable and tube was not affected. There were access liquid intrusion, corrosion, stained and chard mark all over the inside of the high voltage cable cover, high voltage cable, wires tube and related component in the area. It is unclear if the liquid invasion came first or the arching. The high voltage cable and x-ray tube will need to be replaced.

Event description:
The customer requested another review of the system have overheating issues and arching issues. No patient injury reported.